Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown, and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, and rupture.

Event description:
Patient representative reported right side "contracture, folds, and presence of liquid, intense continuous pain. After the onset of symptoms of pain, swelling, and still included in the announced recall, the patient started an intense panic and anxiety crisis, hardening of the periprosthesis breast, and patient has a diagnosis of contracture, rupture, encapsulation" and confirmed via MRI and chest tomography "radial folds/folds and small amount of surrounding fluid" and "capsular retractions". Device remains implanted.